Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination found the device was returned with the stent dislodged from the stent delivery system and resting on the lumen. The stent was stretched 4mm over the distal markerband and 2mm over the proximal markerband. The stent was damaged along it's length. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, difficulty crossing occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery (lcx). The lesion was predilated with a 2.5x15mm maverick2 balloon. A 2.75x24mm promus element stent delivery system was then advanced, but was unable to cross the lesion. Additional predilation was performed and the procedure was completed with another promus element stent. No patient complications were reported and the patient's status is stable. However, product analysis revealed stent damage and that the stent had dislodged from the balloon. This product is only ous approved but it is similar to an approved us device.